Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft, consistent with handling. The stent implant was dislodged from the balloon and was returned on the stylet, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath and outer diameters of the stent were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.

Event description:
Reportedly during prep of the rx vision, the stent became dislodged during removal of the sheath and mandrel. The stent was found on the mandrel. The device was not used in the patient. No resistance was felt during removal of the sheath and mandrel. Patient information is not applicable since the device was not used in the patient. No additional event information was provided.